Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited one high out-of-range shock impedance measurement. It was also noted that the rv pacing impedance measurement dropped and reverted back to normal levels at the same time as the out-of-range shock impedance measurement. Boston scientific technical services (ts) was consulted and suggested that this may have been due to electromagnetic interference (emi) and recommended performing commanded impedance measurements. The cause of the out-of-range measurement was not determined and the clinic will continue to monitor this patient. This rv lead remains in service and no adverse patient effects were reported.